Event description:
The customer reports: it was reported that the swg (spring wire guide) was difficult to remove during usage on the patient .

Manufacturer narrative:
(B)(4). The customer returned an opened es-04706 set containing various components including an arrow raulerson syringe (ars), an introducer needle, a single lumen catheter and a guide wire assembly for evaluation. The guide wire was returned partially retracted within the advancer tub; however, the cap had been removed from the straightener tube. The guide wire was observed to have a single kink in the body adjacent to the distal j-bend. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 23 mm from the distal tip. The overall length of the guide wire measured 454 mm which is within the specifications. The outer diameter (od) of the guide wire measured 0.803 mm which is within the specifications. The undamaged portions of the guide wire was advanced through the returned ars, introducer needle and catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Slight resistance was met while advancing the kinked portion of the guide wire. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in the body adjacent to the distal j-bend. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the spring wire guide kinked during use.

Event description:
The customer reports: it was reported that the swg (spring wire guide) was difficult to remove during usage on the patient.